Event description:
It was reported that the buttons on the insulin pump were unresponsive. It was also reported that the insulin pump alarmed button error. The customer did not know what his blood glucose reading was at the time of the report, and he was feeling thirsty and experiencing frequent urination, so the customer were advised to seek medical attention. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.